Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker revealed the right ventricular (rv) lead was unable to capture and unable to sense. It appears that the patient had twiddled the lead resulting in the rv lead dislodgment and chest x-ray confirmed that the lead was pulled back into the pocket. The rv lead was explanted and replaced with a leadless pacemaker. The patient was in stable condition.